Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri feb 02 19:57:26 est 2018 with MFR# 3004753838-2017-111958. The ack3 was received on fri feb 02 19:57:26 est 2018 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver failed to boot and charge due to perpetual rebooting. G5 global communication tool tone at medium test. Unable to run because receiver is in perpetual rebooting. The receiver functional tests. Unable to run due to perpetual rebooting. Performed manual functional tests "try it". Unable to run because of perpetual rebooting. Open receiver, detached u1 pcba, and retrieve the receiver download. Passed. Finding related to complaint in receiver download. Firmware errors not related to the complaint. Measure the speaker resistance. Speaker resistance is within specification. . The reported event of an intermittent audio output wasundetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.